Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with keeping down her blood glucose levels. Customer stated that she had problems with delivery lately. Customer was not sure if it was the site, tubing, or the pump. Customer stated her blood glucose level went up to 500 mg/dl and when she went to correct it, her blood glucose level was not going down. Customer changed her site and the tubing and her blood glucose level started to go down. Customer stated that the pump said it had given her 10 units when it really did not. Customer stated that she changed the site, tubing, and insulin. Customer does not know what happened to the 10 units. Customer stated that her doctor suggested that she get a new pump. No further assistance needed.